Manufacturer narrative:
(B)(4). The physician felt the lead was still settling in the heart tissue and high outputs were programmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead dislodged and was repositioned. One day post revision, intermittent capture was observed at high outputs. An x-ray was performed, however the results were unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not yet been returned. This report will be updated should additional information become available or if analysis is completed.

Event description:
Additional information was received indicating this lead was explanted due to continued high pacing thresholds. No additional adverse patient effects were reported.